Event description:
As reported, the patient had an initial right tha on an unknown date. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their right tha. The patient has a recalled poly implant. Upon examination the patient was scheduled to have a revision tha possible poly swap vs. Full revision. The patient was revised. The patient required dbm bone graft to be packed behind the acetabular cup due to osteolysis causing a bone void behind the implant. The acetabular cup and femoral stem were stable. The patient underwent an acetabular liner swap and femoral head swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitant products: (B)(6)- 148-28-00 - 12/14 zirconia head 28mm +0mm neck. (B)(6) - 164-01-11 -element-stem, collarless w/ha, std offset, sz 11. (B)(6) - 180-01-50 - nv crown cup clstr hole 50mm group 1. The most likely cause for the revision reported due to prosthesis wear, osteolysis, and instability is a combination of the risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, instability and osteolysis cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.